Event description:
On (B)(6) 2015, this patient underwent treatment of abdominal aortic aneurysm rupture with gore® excluder® aaa endoprostheses (rlt351414/11417444). On an unknown date, a proximal type I endoleak was discovered. On (B)(6) 2017, the patient underwent a planned reintervention and two gore® excluder® aaa aortic extender components (pla360400/13671846, pla360400 / (B)(6) were implanted proximally to extend coverage. It is unknown if the endoleak was resolved. The patient tolerated the procedure and was discharged on (B)(6) 2017. On (B)(6) 2019, follow-up ultrasound determined the maximum diameter of the aneurysm measured 78.2mm. On (B)(6) 2024, follow-up computed tomography angiography (cta) reports a proximal type I endoleak not related to the device or procedure. The maximum diameter of the aneurysm measured 147.0mm, the patient was scheduled for a procedure at a future date however it was cancelled by the patient who expressed no additional procedures were wanted. On (B)(6) 2024, the patient presented to emergency room (ER) with a ruptured aneurysm and the family opted for comfort care only. The patient expired in the ER.

Manufacturer narrative:
The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H1: corrected reportability determination.

Manufacturer narrative:
Additional devices implanted and/or related to this event: pla360400/(B)(6) UDI (B)(4).